Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient suffering due to infection. Will received antibiotic spacers soon. Will be 2nd revision.